Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks. Device interrogation revealed the shocks were inappropriate and resulted in therapy exhaustion. Device programming was discussed and it was noted the ventricular tachycardia (vt) zone was set low. The device was reprogrammed to include a monitor only zone and the vt zone was increased. It was also noted that the device timestamp was incorrect. Boston scientific technical services (ts) discussed ensuring the programmer clock was correct and then synchronizing the device clock. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.